Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement device shipped to site 11/24/2015. No parts have been received by manufacturer for analysis. On 11/25/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 12/16/2015 software analysis was not performed as no patient logs have been provided by the site. No further issues have been reported.

Event description:
A medtronic representative received a report from a site biomed representative, that their navigation system unexpectedly shut-down while in an ear, nose & throat (ent) procedure. The biomed representative was unaware of the specific software page they were on when this occurred. A system re-boot restored normal function and there were no further issues. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Correction: software logs were provided and reviewed by a senior software engineer. A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.